Event description:
Report received of non-delivery of pitocin with no pump alarm. The pump was programmed to deliver pitocin at 24 milliunits/hour (144ml/hour) via a burette set-up. The patient's labor was not progressing, and the nurse noted after approximately 1.5 hours that no fluid was gone from the burette. The tubing was removed from the pump and it was noted that the roller clamp on the tubing was closed. There were no pump alarms received. The tubing was readjusted in the pump and the roller clamp was opened. Therapy was continued and the patient began to experience contractions as expected. Although the patient's labor was delayed due to the non-delivery of pitocin, there was no reported adverse patient event.